Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was implanted on (B)(6), 2009.according to the complainant, post-procedure, the patient experienced urinary problems, dyspareunia, mesh protrusion, pelvic pain and discomfort.according to the physician's office, no additional patient complications were reported following the procedure.all other information is unknown and unavailable.

Manufacturer narrative:
The reported lot number, 0ml9042801, could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time.